Event description:
It was reported by the customer that their insulin pump was alarming battery out limit. Customer stated they removed the batteries overnight but once reinserted, the issue persisted and the screen went blank. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to clear alarms before reinserting batteries customer's blood glucose level was 88 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.